Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that the patient experienced a loss or change of therapy and had leaking. It was noted that stimulation was felt. The issue started to occur on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.